Event description:
The customer submitted feedback via salesforce stating "machine formatting and insta support." Additional information was requested to clarify the customer's issue. It was reported the monitor was locking and freezing image. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The customer care solution center dispatched a field service engineer (fse) for support. The cause of the monitor hanging was unknown. The fse performed somatization of the machine and completed reinstallation of software. The fse also performed follow up and support to it for the installation of the antivirus and insertion of the machine in the "beneficência.org" domain. The issue was resolved by reinstalling the software. The device passed all the performance function testing. The device remains on site and in use at this customer site. No subsequent calls have been logged for this device/issue.